Manufacturer narrative:
(B)(4).attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during an unknown procedure, between the first and second firings of the device, when the green cartridge was being removed; the cartridge pan separated, got stuck in the cartridge channel of the device, and could not be removed. No buttressing was being used in the case. Case completed with another device and cartridge. There were no patient consequences reported.